Manufacturer narrative:
During inspection and testing, the adhesive on the distal end was damaged and missing due to chemical/physical stress. The reported issue (cracks in adhesive on the bending section) was confirmed during testing. The adhesive on the bending section cover was damaged and missing due to chemical/physical stress. In addition, the connector was cracked due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, there were cracks in the adhesive on the bending section. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the adhesive on the distal end was damaged and missing. This report is being submitted for the malfunction found during evaluation (damaged distal end adhesive). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress on the tip from outside the scope, chemical attack due to chemicals, or consequences of incorrect sterilization processes. The event can be detected/prevented by following the instructions for use which state the following: 1) "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." 2) "the methods listed as ¿compatible¿ are compatible for routine use only when used according to the manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿." Olympus will continue to monitor field performance for this device.